Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that I-view gt images are imported and associated with the wrong field. Based on the available information, there was no report of mistreatment.